Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed lesion was located in a moderately tortuous and calcified distal right coronary artery. The promus element, mr, ous 2.50x20mm stent was advanced to the lesion, however, it was unable to cross the lesion. The device was removed intact from the patient. It was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).